Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report insulin pump screen was blank and not turning on. During troubleshooting, it was found the device's display did not return. Customer also reported hospitalization on (B)(6) due to low blood glucose levels. Patient stated she had started to exercise heavily and did not adjust any insulin settings on the device. Blood glucose level at time of hospitalization was 53 mg/dl. Nothing further reported.

Manufacturer narrative:
Blank display due to battery tube not plugged into connector on interface board properly. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to blank display. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir, missing end cap sticker and cracked case near display window corners noted during visual inspection.